Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the buttons and the display on the infusion device do not function. A company representative checked the infusion device and found the protective rubber is completely peeled off the up button and cracked on the down button. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the pump electronics. The buttons were tested successfully. The display is missing some pixel lines due to a short caused by moisture in the pump housing. The customer is not able to see 100% of the display.